Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's mother that the omnipod personal diabetes manager (pdm) was turning off/resetting. The mother mentioned they are not using the charging cable that come with the pdm because it was destroyed. Possible exposure to thermal energy as the mother reported the charging cable was melted. No specific information was given on when or how the cable was melted, or if the pdm was charging at time cable was melted. The mother did not provide if the pdm was hot or overheating. No impact on the patient's bg (blood glucose) levels was reported.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action (B)(4) was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.